Manufacturer narrative:
The reported events, capsular contracture and seroma- late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma- late.

Event description:
Patient's mother reported "abundant seroma" and capsular contracture baker grade iii. The device has been explanted. This record relates to the left side.